Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer report rash on face. The customer consulted with their md and was prescribed an unspecified cream. At a second appointment, seen by dermatology, the customer was prescribed a second cream to use in conjunction with the first cream prescribed by the md.